Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is experiencing high impedance with impedance progressively increasing. X-rays were received for the patient. The generator placement was determined to be in the upper left chest. Based on the images provided, the feed-through wires were intact, and the pins could be visualized to be fully inserted through the back end of the set screw connector block. The lead was visualized in the chest and neck. Based on the images no strain relief loop or bend was present. No ties downs were present and therefore not placed per labeling. A portion of the lead was visualized to be routed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was later reported that patient had full revision surgery. The representative noted that the products will not be returned to manufacturer. No further relevant information has been received to date.

Event description:
The representative later reported that no implant form was found for this patient anywhere. Patient last had a generator replacement 8 years ago and no implant information was found. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was later discovered that this report was regarding a different patient, and not the patient reported in supplemental #1 report. This patient's generator is completely depleted. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.